Event description:
The customer obtained imprecise vitros trop I es results while troubleshooting falsely elevated results on a single patient sample. Biased results of the direction and magnitude observed could lead to inappropriate physician action. All of the falsely elevated results were less than the upper reference interval for trop I es assay and the result was reported as negative. There were no allegations of harm as a result of this event.

Manufacturer narrative:
The investigation identified a system precision issue. Ocd field service investigated, and made necessary repairs and adjustments, which returned the vitros eci to expected operation. The root cause is analyzer related.